Event description:
The customer contacted hotline to troubleshoot accutni qc performance when they disclosed to hotline that they had shared an accutni reagent pack across their access 2 instruments. The customer reported they removed an accutni reagent pack with 35 tests remaining and loaded it onto their second access 2 instrument to perform a patient correlation study. The customer confirmed to hotline that the shared pack was only used to generate study data and that the pack was discarded immediately after use; no diagnostic testing of patient samples was performed on the shared pack. Hotline informed the customer that the access 2 instrument cannot detect the correct test count in shared reagent packs and that their correlation study data may be impacted by performing the testing on a shared reagent pack. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. Use error is the root cause for this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported they did not produce any patient results from the shared reagent pack, the shared pack was only being used for correlation study purposes.

Manufacturer narrative:
Service was dispatched to an instrument preventive maintenance.